Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024 brand name ascenda; product ID 8782 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen, dilaudid (hydromorphone) (800 mcg/ml at cannot be obtained; not documented), and bupivacaine (29 mg/ml at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the patient had a small wound at the previous spinal incision. Per physician, the spinal catheter was visible in this wound and required catheter revision surgery. The implanted catheters were explanted and replaced. The pump was interrogated and reviewed by physician. Per physician, pump operating normally and patient reported no disruption in therapy. It was noted that the patient had a recent intentional weight loss of 50 pounds that changed his body habitus. . Per physician, no frank infections. Cultures were taken during this revision surgery and prophylactic antibiotics were administered.